Manufacturer narrative:
Siemens was contacted by the customer who requested assistance with calibrating hemoglobin a1c (hb1c). The customer received arithmetic errors on the raw calibration data for lot ga4112. The customer calculated the data and accepted a bad calibration, therefore the tsc determined that the cause of the discordant hb1c results was user error. The falsely elevated hb1c results were caused by testing samples with a bad calibration. The issue was resolved when the customer re-calibrated using an alternate flex lot. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant falsely elevated hemoglobin a1c (hb1c) patient results were obtained on three patients on a dimension xpand plus with hm system. The results were reported to the physician(s) who did not question the elevated results. After obtaining an acceptable calibration with lot ga4028, the customer re-tested the patient samples and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant high hemoglobin a1c (hb1c) patient results.